Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited unstable thresholds. The ipl was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.